Manufacturer narrative:
Failure analysis noted that the pump passed the basic occlusion test and displacement test. There was no motor error alarm; however, the pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. The pump was missing the end cap sticker and had minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 300 mg/dl. The insulin pump was returned for analysis.